Event description:
In 2008, the pt reported that she has experienced elevated blood glucose for the past month due to kinked infusion set cannulas. Her blood glucose has been as high as 700 mg/dl and she has felt "deadly ill" with nausea, confusion, and difficulty seeing. Her normal blood glucose level is 120 mg/dl. One day prior, her blood glucose elevated to over 600 mg/dl and she injected 5 units of insulin and changed her infusion site. This morning her blood glucose measured 130 mg/dl. She stated that some days she must change the infusion site up to 5 times before she has good insulin absorption. She only used her "belly area" as an infusion site and she has a lot of scar tissue. She was educated on alternative infusion sites. She was sent infusion sets with a longer cannula length, an infusion site insertion device, and info on infusion site mgmt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.